Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as redness and bumps under the sensor. Sensor was inserted at abdomen on (B)(6) 2015. Patient's mother had to take the sensor off due to the skin reaction. Patient treats the affected area with triamcinolone, prescribed by dermatologist, date unknown. No additional event or patient information is available.